Event description:
The reporter stated that the surgeon had successfully inserted an aa4203tl single piece silicone toric lens into patient's eye and upon reviewing patient's prk in their chart realized that the patient didn't need a toric model lens. The surgeon removed the lens without enlarging incision or any damage to the lens and put in a competitor's model lens. This lens was discarded in the operating room. The reporter stated that there was no product issue with this lens or patient injury, it was a surgeon's choice to change lenses.